Event description:
Ous MDR - elevated pacing threshold was reported via home monitoring on (B)(6) 2014. During the follow-up in hospital the same day, all parameters were reportedly in range (including threshold), but oversensing could be reproduced during provocative maneuvers. Both leads and the ICD (mol2 was indicated) were replaced and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 52 months and 75 charging cycles were recorded to the device memory. The memory content of the device was evaluated. It was revealed that the eos status was activated during an automatic capacitor reformation on (B)(6) 2015, almost two months after the reported date of explantation. It is reasonable to assume that the automatic capacitor reformation occurred while the explanted ICD was stored in a cold environment. This led to a temporary battery voltage drop and therefore to the activation of the battery status eos. The amount of charge taken from the battery was verified. The battery status eos was anticipated. Furthermore, during the inspection of the available iegms noise artifacts were observed in the atrial as well as the right ventricular channel, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. Next, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.